Event description:
It was reported by the customer that when the md inserted the catheter into the patient's left arm, the tip of the catheter broke off into the patient. The broken portion of the catheter remains in the patient. Additional information received by the sales representative on 1/14/09 stated he spoke with the contact person in the operating room at the hospital, and was told that when the catheter was advanced over the spring wire guide into the patient, a very small piece of the tip of the catheter "broke off" and was left in the patient. This customer has been using the product concerned for a long time, with no previous issues.

Manufacturer narrative:
Sample will not be returned for evaluation.